Event description:
A biomedical professional reported getting an occlusion error. The timing of the event and level of pt involvement is unk. Additional info has been requested but has not been received.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported occlusion problem. However, while checking the footswitch operation, the company representative observed system message [detent failure], and intermittent loss of treadle indent with footswitch cable movement. The company representative replaced the footswitch cable. Preventive maintenance was performed. The system was then tested and met all product specifications. No samples were returned for evaluation and no additional info provided related to the event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).